Event description:
Pt's device diagnostic testing resulted in high impedance reading. Revision surgery is planned. Exact diagnostic readings are unknown to date, but malfunction is suspected. Review of mfg records: the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
The pulse generator was returned and analyzed, upon initial interrogation, the pulse generator could not communicate. Further analysis revealed that the measured battery voltage of 1.4370v is below the 2.2v low battery operation specified for the pulse generator, which indicated that the pulse generator had reached end of service. The generator was opened and the module assembly was removed from the the generator can. The pulse module assembly did not show any condition that would have contributed to the end of service event.